Event description:
It was reported that the pump constantly shows overpressure. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional, delivery and occlusion tests were performed. The customer's stated problem was not confirmed. The pump was working properly. A possible cause could be the customer's test setup, and no further action will be taken.